Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level (bg) rose 22 mmol/l (396 mg/dl) while wearing the pod between 4 and 24 hours. Upon realization of high bgs, the pod was removed from the infusion site (leg), and it was observed that the pod's cannula was bent. As treatment, manual injections of insulin were delivered.